Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the front haptic separated and fell into the back of the eye and the capsule broke. The iol was being implanted with folding forceps. The surgeon attempted to retrieve the iol with the other haptic, but it also broke. The iol fell to the back of the eye. An iol was placed in the sulcus and the pt will be referred to a retina surgeon. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).